Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The reporter alleged of having lung fibrosis. The manufacturer investigation is ongoing. If any additional information is received, a follow up report will be filed.